Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, stored numerous non-sustained ventricular tachycardia episodes due to oversensing of noisy signals on the right ventricular (rv) lead. The noise was reproducible and the device was reprogrammed to least sensitive to solve the issue. Additionally the device had a one time increase of impedance measurements from 600-800 ohms to 1200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Physician elected to continue monitoring the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.